Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The investigation of this complaint was done based on photo. On the photo there was a unit pack with 10.0 millimeter inner cannula with shelf carton which is labeled as 9.0 millimeter inner cannula.. Affected batches were still on hand in distribution center and therefore they were all 100 percent re-inspected and were found to be conforming. The root cause was related to manufacturing. No more corrective actions are required because there is no trend of customer complaints or internal non-conformities. Both affected batches were manufactured back in 2015. Since this time our packaging process was significantly improved.

Event description:
It was reported that the device package contains two size 10.0 millimeter inner cannulas instead of size 9.0 millimeter. No patient injury was reported.